Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2016, the patient underwent an endovascular treatment of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses. On (B)(6) 2024, a follow-up exam revealed the left common iliac artery was enlarged to 28mm. Reportedly, the diameter of the left iliac artery at a distal landing zone of a contralateral leg endoprosthesis at the initial procedure was 15mm. On (B)(6) 2024, a reintervention was performed. The left internal iliac artery was embolized as planned and a contralateral leg endoprosthesis and an iliac extender endoprosthesis were implanted to extend the initial contralateral leg, which was implanted in the left common iliac artery, to the left external iliac artery. The patient tolerated the procedure. Reportedly, the left common iliac artery tended to enlarge originally, but the initial procedure was performed urgently therefore the distal of the contralateral leg endoprosthesis was implanted in the proximal of enlarged section. It was reported an obvious distal type I endoleak was not confirmed.